Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 29.8 mmol/l. The customer called because they had a battery failed test and it was stuck on active insulin updating and also had issue with tape not sticking. The battery cap, battery compartment and spring were not missing, damaged, or corroded. The customer had active insulin updating on the screen. Customer reported that the active insulin updating message from the auto mode readiness screen. The insulin pump will not be returned for analysis.